Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self-test. However, the device alarmed pump error 38 during rewind due to corroded motor home switch. The device was received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. Their blood glucose was 300 mg/dl. He said that he tried to change his set, but said that after he rewound it, he received a pump error. The customer said that he tried to restart the pump but received the same pump error alarm. During troubleshooting, the customer was assisted in trying to clear the alarm and stated that it would not clear. He said that the pump was not exposed to a high magnetic field and was not able to rewind their pump. When checking their alarm history, the pump error was found. They were advised that the pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.